Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. No event log was provided. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported increasing difficulty in removing the cassette from one of her infusion pumps, identified by serial number. Despite attempting troubleshooting, the issue persisted and worsened over time. As a result, the patient switched to a backup pump, which has been functioning without any issues. The affected pump was used during a continuous infusion, although the specific flow rate and volume delivered are unknown. The position of the pump at the time of the alarm is also unknown. The patient confirmed that the product fault occurred while the device was in use, but it did not cause or contribute to any clinical injury. The actual device is available for investigation and was replaced upon return. The patient had a backup device and was able to successfully continue her life-sustaining infusion therapy. Additionally, the patient experienced an occlusion alarm last month related to one of her extensions tubing. The issue was resolved after replacing the tubing. The affected product had a lot number of 6108409, but the expiration date is unknown. No photographs were provided, and pump return tracking information is not available. The outcome of the event is considered resolved. The patient code is 2422, and the associated device codes are 1528 and 1012. This incident is documented under reference report mw5177718.